Event description:
It was reported in 2002 the dialysis catheter dislodged from the pt and the pt experienced an infection. It was also noted that the cuff was detached from the catheter. The cuff was not retrieved. Another dialysis catheter ws successfully placed for continuation of treatment and no other complications were reported. No further details regarding the circumstances surrounding this event are available at this time. Should additional details become available, a supplement will be forwarded at that time. This device has not been received for evaluation. Therefore, a failure analysis is not available. Without evaluating the device co is unable to determine if it met specifications. Pt anatomy and/or user technique during accessing may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event. Co's directions for use outline appropriate placement, access and maintenance procedures.